Event description:
It was reported that all the lights on the remote monitor were flashing. A new power cord was sent to the patient, but that did not correct the issue. The monitor is being returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.